Event description:
Additional information received from a manufacturer representative reported the patient linked the implantable neurostimulator (ins) turning off with lightning hitting the ground very close to where they were standing. The ins was confirmed to be off for three days when interrogated with a clinician programmer. Impedances were checked and found to be within normal range. No alarms or error messages were displayed. The patient was instructed to check the ins a few times per day. The ins has not turned off automatically since the lightning strike. No additional actions or interventions have been taken or planned. The patient was receiving therapy and they had an improvement in motor symptoms, but the patient complaint they were not completely satisfied with the level of improvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) was automatically turning off by it self without any interaction with the clinician or patient programmers. The patient's dystonia symptoms appeared when the ins turned off. The ins had turned off before on two prior occasions. The patient's health care provider (hcp) confirmed the ins had been off for two days and they needed to turn the ins back on with the clinician programmer. The ins turned off once when lightning hit the ground pretty close to where they were standing. After that, the ins turned off twice by itself. The patient was instructed to check the ins with the patient programmer a few times a day. It was unknown if the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.